Event description:
It was initially reported that the patient had been reprogrammed approximately 4 times after implant, which reprogramming was successful. Then in about 2009, the patient started having problems again as the stimulation was going to the wrong area and causing her pain. The patient made an appointment at the clinic, where she found out her original doctor no longer practiced and saw another physician who was unable to reprogram the device. The person who does the reprogramming was not there and the patient had not gotten back in to see them. Subsequent information received reported that the patient had not met with her physician yet, but was going to when she was able. Further information received reported that the patient's device was replaced because it "stopped working right."

Manufacturer narrative:
Product ID: 3886, lot# j0206648v, implanted: (B)(6) 2002, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 3031a, serial# (B)(4), implanted: (B)(6) 2002, product type: programmer. (B)(4).